Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) exhibited inappropriate interpretation of supraventricular tachycardia signals which caused inappropriate anti-tachycardia pacing (atp) and shock to be delivered. No intervention was performed. The patient's condition was unknown.